Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with scrotal pain and surgical intervention was required. Upon explant, the patient had an open wound with puss at the scrotum that was identified as an infection. The device was removed and the site was washed and treated with antibiotics. A new tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.